Event description:
It was reported that a shaft break occurred. During unpacking, the physician noted that the distal shaft of the maverick² balloon catheter was broken. The procedure was completed with a different device. There were no patient complications reported and the patient¿s condition was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the outer and inner shafts. Microscopic examination and tactile inspection revealed a complete hypotube separation 89.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic presented no damage or irregularities in the balloon or bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. During unpacking, the physician noted that the distal shaft of the maverick² balloon catheter was broken. The procedure was completed with a different device. There were no patient complications reported and the patient¿s condition was stable.

Manufacturer narrative:
(B)(4). (B)(6).